Event description:
The unit manager from the user facility provided add'l info stating there was no pt involvement associated with this event. The intraocular lens "messed up" when inserting it into the delivery system.

Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.